Event description:
Corrected information received form the customer stating the intraocular lens (iol) is not a suspect product.

Manufacturer narrative:
Due to the corrected information provided, this record will be canceled. No further reports will be sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the optometrist has seen a few patients postop and there are no problems.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed viscoelastic on the underside of the implanted lens. Additional information has been requested.